Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(4), approximately 6 years and 3 months post implant of a 26mm sapien 3 valve, a valve-in-valve procedure was needed due to moderate-severe stenosis and moderate intraprosthetic leak. A 20mm sapien 3 was implanted with an extra 6cc of the nominal balloon value, with slow balloon inflation. During inflation of the valve balloon, the balloon ruptured. The patient remained hemodynamically stable throughout the procedure and the implant was successfully performed. The valve was successfully implanted and did not present central insufficiency or paravalvular leak.

Manufacturer narrative:
The device was not returned for evaluation. Since the valve serial number was not provided, a DHR review is unable to be performed. As the complaint for valve degeneration was unable to be confirmed, a lot history review is not required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As the complaint for valve degeneration was unable to be confirmed, a complaint history review is not required. The instructions for use (IFU) in circulation for sapien 3 valve implanted in aortic position on 01-jan-2015 was reviewed for guidance. Based on the review, no IFU or training deficiencies were identified. While edwards durability testing of sapien 3 valves meets and exceeds current iso standard and FDA guidance for bioprothesis valve durability requirement (200 million cycles of accelerated wear testing (awt), which is equivalent to 5 years of durability), bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves as outlined in the IFU. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction; therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years (implanted in 2015). There is no evidence of device malfunction contributing to the reported event. Therefore, the risk management file review is completed. Since a product non-conformance could not be confirmed, escalation to a product risk assessment is not required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The complaint for valve degeneration was unable to be confirmed as no medical record or relevant imagery was provided. Since the valve serial number was not provided, a DHR review was unable to perform. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, "approximately six years and three months post-implant, due to moderate-severe stenosis and moderate intraprosthetic leak, viv implant was needed". Based on the limited information provided, the root cause for the valve degeneration approximately 6 years 3 months post valve implant could not be determined but may be related to the patient's comorbidities and/or progression of the pre-existing valvular disease process.